Manufacturer narrative:
The customer has decided not repair the device at this time. The device was not repaired.

Event description:
It was reported via repair work order that the head end patient right wheel has broken off. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end patient right wheel has broken off. No adverse consequence or clinically relevant delay in treatment was reported.